Event description:
It was reported that the health care professional (hcp) called for review of underline ventricular events. Technical services reviewed the device data and found a stored episode in which the pacemaker exhibited noise that was being oversensed on the right ventricular (rv) channel. This was due to a high out-of-range rv pacing impedances measurement, measuring greater than 2,000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. The device was re-programmed and this has been resolved. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported.